Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. A customer from (B)(6) reports on (B)(6) 2015, the pd solution was mucky without clean reason. The subject experienced mild pain which did not improve and emesis accompanied with gastric content. The subject suspended pd treatment on his own and the abdominal pain was relieved. On (B)(6) 2015, the subject experienced acute peritonitis. On the same day at 17:00, the subject started remedial anti-infective treatment added to pd solution with cefazolin sodium (0.25g, 4x/day) and amikacin (0.025g, 4x/day). On (B)(6) 2015, the subject was hospitalized for the event. On (B)(6) 2015, blood routine examination was conducted with the following results: c-hsrp }32.8mg/l; procalcitonin 4.39ng/ml; hydrothorax and ascites' routine examination and flow cytometry revealed yellow cloudy appearance and no clot; rivalta test was positive; white blood cell count was 0025 10^6/l, glucose 25.39mmol/l, lactic dehydrogenase 198 u/l. On (B)(6) 2015, blood examination revealed a white blood cell (wbc) count 5.41x10^9/l, hemoglobin 74g/l, neutrophil granulocyte percent 58.2%, neutrophils 3.15x10^9/l, c-reactive protein (crp) {5.00mg/l, calcitonin 0.33ng/ml; rivalta test negative, biochemical for ascetic fluid: glucose 10.31mmol/l, total protein {20.0g/l, lactic dehydrogenase 100u/l; bacterial, fungal and drug allergy were negative. Inflammatory markers and crp regular ascetic fluid and blood chemical were normal. Cefazolin sodium and amikacin were requested to use one week after hospital discharge. At the time of this report, the subject feels good with no further stomachache. The subject declined to complete an infection test. Cefazoline and amikacin were discontinued on (B)(6) 2015. The acute peritonitis was resolved on an unknown date. Peritoneal dialysis tube tunnel outlet is infected because of subject's personal pd operation process. On (B)(6) 2015, it was reported that the cause of the peritonitis event was due to an infection at the pd catheter opening. The patient has not been retrained on proper aseptic technique. The culture results showed no bacterial. The patient has recovered.

Manufacturer narrative:
Submit date: 01/25/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to foreign bodies being introduced into the catheter. The instructions for use indicate that an infection is considered as a potential late complication inherent to this medical procedure and therefore it is not necessarily related with the device¿s performance. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.